Event description:
There was a reported malfunction on the pump. The customer's blood glucose level was 400 mg/dl. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer continued to us the pump for insulin therapy.

Event description:
There was a reported malfunction on the pump which caused the customer's blood glucose level to exceed 500 mg/dl, reaching a high reading of 400 mg/dl. No actions had been taken by the customer to address the high blood glucose level at that time. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.